Event description:
Report rec'd from the USA stating that the device was running hot. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd and eval by depuy synthes power tools. The reported complaint of "heat" could not be confirmed. The device was found to meet all mfg specifications during analysis. If any add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).